Event description:
Procedure: carpal/ meta carpal arthroplasty. Patient had biologic implant done in 2007. Developed infection and returned two months later, to have implant removed. Suspected infection caused by implanted device. Have 3 other patients developed infection with this device.